Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear-locked position and the tubing had been cut. The anchor and collagen were intact. No other damage or issue was identified. The complaint was confirmed for a partial deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the components in the subcutaneous region resulting in a partial deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device did not deploy properly. Procedure was a lower extremity angiogram with intervention. The procedure had no complications. A 6fr sheath was used so use of 6fr angio-seal was the correct choice. The physician did not feel that the footplate had set. The device was removed, and pressure was held until hemostasis was achieved. There was no harm to patient and recovery was normal. There was no blood loss. The patient's pre-procedural condition, current medications (include dosages), and relevant medical history was unavailable due to hospital policy. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
E3: occupation: rcis. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no finding.